Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. Customer was recommended retiring this ventilator. Covidien was not authorized to service the device.

Event description:
It was reported that an, 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.